Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's partner called in to report that one sensor did not have a needle and the other sensor did not have an electrode. The customer's blood glucose level was unknown. The caller was unable to return the sensors. The customer's sensors were replaced. No further details were provided.